Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: evfxplus-29, serial/lot#: (B)(6), ubd: 05-jul-2027, UDI#: (B)(4), h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. During the implant of the valve, the valve was recaptured due to an unknown reason. The valve was fully deployed, and a dissection that started at the sinotubular junction (stj) and propagated to the descending aorta was observed. Subsequently, the patient underwent an open-heart procedure to repair the aorta and explant the transcatheter valve. A surgical aortic valve was implanted. It was noted that a 6 hour procedural delay occurred. Per the physician, the cause of the dissection was due to the recapture of the valve. Additionally, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. Additionally, it was noted that the patient received an identification card with the transcatheter valve listed as active; however, the patient should not have received an identification card because the valve was explanted. The patient's registration was corrected.

Event description:
Additional information was received that the valve was recaptured due to dislodgement. The valve dislodged due to the lack of capture on the temporary pacemaker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.